Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician assessed that the deep brain stimulation (dbs) lead had not been positioned optimally. The patient underwent a revision procedure where the lead was revised and is doing well post-operatively. The lead was retained by the medical facility and will not be returned for analysis.